Event description:
Changed agent used for disinfectant, prior agent was cidex with gluteralydehyde, new product cidex opa which needs less immersion time. Sterilizing times changed per manufacturer recommendations of the disinfectant. The medivator automated endoscope reprocessors chip was not upgraded for the change in timing. Since this event all reprocessors have been upgraded with new chip that meet requirements for disinfecting.